Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient was not getting therapy relief and the implant was charged and turned on. The patient saw their healthcare provider on (B)(6) 2018 and the stimulation was not working. There was no allegation of trauma, falls, or medical procedures with device. The patient confirmed the ins was charged and the therapy was on. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient needed a simple reprogramming. They stated that impedances were all within normal limits. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.